Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Concomitant medical products: 390cc mentor memoryshape breast implant (catalog number 3341202g; serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction with a 390cc mentor memoryshape breast implant and experienced postoperative right-sided anisomastia. The patient¿s right breast appeared larger and would no longer fit inside of her bra. The patient was unsure if the breast asymmetry was caused by the implant or weight gain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.